Event description:
Provider alleges consumer alleges that the unit was not holding a charge and the consumer allegedly had to jump off of the unit because the unit was allegedly jerking and wouldn't stop.

Manufacturer narrative:
The device was returned and evaluated. The alleged conditions could not be duplicated.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer alleges that the unit was not holding a charge and the consumer allegedly had to jump off of the unit because the unit was allegedly jerking and wouldn't stop.